Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter denied any physical damage to the pump; however, it was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: there was no evidence of visible moisture behind the display lens. The pump powered on with the returned battery cap. A crack was noted in between the corner of the display lens and the case seal. A leak test showed a leak at the cover crack. The pump case was removed and evidence of moisture contamination was observed inside the pump on the transceiver board.